Manufacturer narrative:
One imp tm 4.7mm mtx, 13mm ((B)(6)) was returned for investigation with an associated teha4567. As the alleged event occurred at the tissue level, the healing abutment will not be included as part of this investigation. Visual inspection of the as returned product identified signs of tissue attachment, and damage about the collar, which could be attributed to the removal process. The device was identified to be within design specification. No pre-existing conditions were noted on the per. The reported product was located on tooth # 18 (universal) and used for approximately 5 months. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1230417. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1230417) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred, as the implant is noted to be damaged. However the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. PMA/510k: k113753, k112160.

Event description:
It was reported that the patient was having issues with nerve pain. The implant was solid but the patient wanted it removed. Tooth location # 18.